Manufacturer narrative:
Technical support was able to assist the customer after the case was complete, in which the customer's hdmi cable to the middle monitor transcoder was loose. After the cable was secured, the center image was restored.

Event description:
It was reported by the customer that the center monitor image was lost during a case. There was no report of injury or other negative health consequence to any pt.